Event description:
It was reported that during a procedure of the moderately tortuous and calcified, eccentric, 90% stenosed, de novo distal right coronary artery, the balance middleweight universal ii guide wire was advanced but became stuck in the middle of the lesion and could not be moved. It was noted that resistance was met with the vessel and after device removal the guide wire tip for 1 cm was stretched. There was no reported adverse patient effect. A second non-abbott guide wire was used to continue the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.